Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms: post procedure. It was reported that approximately three days post an uneventful left internal carotid artery stenting procedure, the patient experienced a stroke. The patient developed bilateral blurry vision, intermittent expressive aphasia, and bilateral hand numbness and weakness. He began to notice there was a problem when he was unable to cognitively and technically play the piano. He was hospitalized and heparin was given as treatment. A brain MRI confirmed left temporal and left parietal cerebral emboli and small vessel ischemic disease. Physical therapy, occupational therapy and speech therapy were consulted. The patient was discharged home on coumadin therapy six days later, condition is continuing and improved. Although requested, there is no additional information available. Study event.

Manufacturer narrative:
The device remains in the patient. The lot number was provided. A review of the device history record for this lot did not reveal any non-conformity which could have contributed to this event.